Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 05-aug-2016, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving hydromorphone (20 mg/ml at 7.860 mg/day) via an implantable pump for unknown indications for use. It was reported that the rep asked if technical services has ever seen a "white paste" covering the pump during a pump replacement. It was a normal replacement case and the healthcare provider (hcp) opened the pocket and there was a "white paste that was dry in some areas and liquid in others, almost like a paste." Technical services discussed possibilities and stated that the pump will have to be sent back for analysis to determine the cause of the substance. The rep stated there were no symptoms/therapy concerns. The catheter was also "discolored, almost yellow with the paste. Like it permeated through the catheter." Technical services discussed that if they are replacing the catheter to send it back for analysis as well. To note, the patient does not have pouch over pump. The patient's weight was asked but unknown. The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
H3: the pump was analyzed and no significant anomalies were identified. The catheter was returned and damage to the transition tube was identified. Continuation of d10: product ID: 8780, serial# (B)(6), implanted:(B)(6) 2014, explanted: (B)(6) 2021, product type: catheter; product ID: 8780, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.